Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. It was reported that the screen presents pauses and turns black. The review of system log file showed ¿smart data frontal ip-pc os disk 1¿. The philips field service engineer (fse) checked the system onsite and confirmed that the ippc memory is found to be saturated. Upon troubleshooting, fse found that the memory of ippc was full, customer were not deleted the old patients data. To resolve this issue, fse deleted the old patient¿s data and free up space in the memory.after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the screen went black intermittently. No harm has been reported to philips. Philips has started an investigation of this complaint.